Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tips of two dorsal height adjusters were found stripped during a routine inspection. There were no specific surgeries or patients associated with there adjusters. This is report one of two for this event.

Manufacturer narrative:
Additional information: the returned height adjuster was evaluated. The lobes were deformed in a manner consistent with inadequate seating of the device within the mating screw head during use. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tips of two dorsal height adjusters were found stripped during a routine inspection. There were no specific surgeries or patients associated with there adjusters. This is report one of two for this event.